Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: per the customer the s/I handle piece was making noise and started smoking in the operating room. There was no blood moving in the tubing which gave made them think it was coming from the irrigation tubing. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device emitted smoke.